Manufacturer narrative:
Per additional information received on 12/06/2016, the customers were not activating the hydromer coating. The sales rep educated the customer and left literature regarding that aspect. Not enough water was being used, or none at all. The lot number and sample are not available because they were discarded.

Manufacturer narrative:
Submit date: 12/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding tube. The customer states the nurse inserted the tube, and when trying to remove the stylet, it absolutely would not come out. The plastic cap used to pull the stylet actually popped off because the nurse was trying so hard to pull the stylet out. They had to grab the wire with hemostats to pull the wire out. There was no harm to the patient. The next morning they were trying to flush the tube because it was clogged. It was clogged because in the process of pulling the wire/stylet out, it left flat spots throughout the tube. They had to remove this tube and place another weighted tube without a stylet. Additional information has been requested with no response. If additional pertinent information becomes available, the report will be updated.